Manufacturer narrative:
Further investigation revealed, that in 2015, this patient also underwent treatment for an abdominal aneurysm with non-gore devices. While the 45 mm aneurysm diameter measurement pertains to the gore tge343415 component that was implanted as a first device into the patient's descending aorta on (B)(6) 2016, the 60 mm aneurysm diameter measurement concerns the non-gore abdominal devices and represents an erroneous database entry in the context of the (B)(4) clinical trial. Additionally, gore assessed image scans received that appear to show the non-gore devices with type 1a and 1b endoleaks and affirmed contrast outside of the device in the abdominal aorta and the iliac arteries. The physician confirmed that there was no allegation against any of the conformable gore® tag® thoracic endoprosthesis implanted. Therefore, this report is being retracted.

Event description:
Gore received the following information: on (B)(6) 2016, this patient underwent endovascular treatment for an acute and complicated type b dissection of the thoracic aorta and was treated with two conformable gore® tag® thoracic endoprostheses. Additionally, the ascending aortic arch was replaced during this procedure. On (B)(6) 2016, pre-treatment computed tomography (CT) imaging found the lesion maximum diameter to measure 45 mm. At hospital discharge on (B)(6) 2016, and at three months follow-up on (B)(6) 2017, both CT imaging examinations confirmed the lesion diameter had remained the same. On (B)(6) 2018, follow-up doppler ultrasound examination found the lesion diameter had increased to 60 mm and an endoleak was noticed.